Manufacturer narrative:
The pump was received with a button error alarm, and had unresponsive act buttons due to corroded keypad traces. The pump also had minor scratches on the lcd window, cracked battery tube threads, and a broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's father reported via phone call, the insulin pump had alarmed button error. Customer's blood glucose was 500 mg/dl. The customer was at the beach but the device was in the customer's backpack. Customer's father was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.